Manufacturer narrative:
The product was received and the reported failure mode was not confirmed. Inspection of power supply and power cord revealed no damage. The unit was plugged in and turned on successfully. The unit functioned as intended, no abnormal noises generated during functional testing. No error code found in the error log. The root cause of the reported event was not identified. The device history records were reviewed and no discrepancies were found related to this complaint. The devices were manufactured in accordance with the specified requirements and met all of the required quality inspections.

Manufacturer narrative:
No product has been returned for evaluation, nor were x-rays provided to confirm the alleged event. Root cause is unknown at this time.

Event description:
Information was received that the unit stopped lengthening. No patient injury was reported.